Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had to lay on their stomach when they slept and now they couldn't sit down because of this pain. The patient stated it was the area where the nerves were put in, the leads were fine and the implant site was fine, but it was in the bottom of the right buttock going outward towards the hip area, it was a sharp pain like someone was sticking needles in them. The patient stated that this was on (B)(6), the day after it was put in and the patient had anxiety about this. This was noted as a positional movement induced pain. The patient called back and noted the pain was getting worse. It felt like a stabbing sensation when the patient stood up. The patient turned off the device. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the issue had not resolved, but that they were still having pain and had hardly slept in 2 weeks because of these issues and they were exhausted. Their physician reportedly kept turning their interstim down and then on the monday prior to the report they turned it completely off. Since having it off the sharp stabbing pain had gone from about an 8 or 9 to about a 4. It was reported that it was not as sharp but it was still happening and it occurred when they go from sitting to standing and vice versa. No further information reported.